Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. The advancer tube was in the tamping position. A segment of the sealant was found adhered to the inside wall of the shuttle cartridge. Blood was observed on the outer surface of the sealant. Based on the information received and the investigation performed, the root cause of the event could not be conclusively determined. It should be noted that if the device is exposed to an elevated temperature, the sealant grip tip may adhere to the shuttle cartridge which could result in the sealant following the shuttle tube outside of the tissue tract. The review of the lhr (lot f1424604) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: when the doctor was deploying the mynxgrip device, during the swell time, the doctor's arm sagged and the shuttle tube bent. The doctor saw white inside the tip of the shuttle tube and believed that it was sealant. The doctor aborted the mynx procedure and held manual pressure for approximately 10-15 minutes. The patient was not hospitalized due to the mynx procedure. Procedure type: diagnostic.